Event description:
It was reported that the battery of the patient's generator was already completely deleted and was no longer supplying stimulation. It was reported that the battery depleted much faster than normal since the device had only been implanted for approximately two years. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and was manufactured using the laser routed process. Programming data was reviewed and confirmed that the percentage of battery consumed did not correlate with the battery voltage indicating the battery did prematurely deplete. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional or relevant information has been received to date.